Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 910608) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, hypertension, stroke, diabetes, smoker (current every day smoker), loop electrosurgical excision procedure, hypertension, headache, dysmenorrhea, menorrhagia, parity 2 and gravida ii. Concurrent conditions were listed as bronchitis, rales, rhonchi, chills, cough, seizure, nausea, headache, cyst, obesity, essential hypertension, anxiety disorder, irregular periods, dysmenorrhea, painful intercourse, cramp in lower abdomen and abdominal pain. Concomitant products included sumatriptan [sumatriptan succinate], promethazine, ciprofloxacin hcl (ciprofloxacin hydrochloride), acetaminophen;hydrocodone (hydrocodone;paracetamol), acetaminophen;hydrocodone (hydrocodone;paracetamol) and diazepam. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("other (list): migraines"), alopecia ("hair loss"), arthralgia ("joint pain") and skin disorder ("skin issues"), was found to have weight increased ("weight gain") and underwent tooth extraction ("dental issues (tooth extraction)"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, genital haemorrhage, infection, migraine, pelvic pain, skin disorder, tooth extraction, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: date of birth: 20oct1986 (as per pif)- discrepancy noted. Date(s) of insertion: (B)(6) 2012 (as per pif)- discrepancy noted. On (B)(6) 2012 hysterosalpingogram was done. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: bowel obstruction or ileus is seen. There are no suspicious calcifications. There are surgical linear densities noted within the pelvis related to prior pelvic procedure. [Pathology test] (date unknown): final diagnosis a uterus, tubes, hysterectomy with bilateral salpingectomy: mild serosal adhesions. Benign cervix. Secretory endometrium without hyperplasia or atypia. Adenomyosis. Fallopian tubes (2), with para tubal cysts gross description a uterus with bi-lateral tubes there are cystic areas in the cervix filled with gelatinous material. Removed prior to weighing are tubes. Upon removing the tubes, there are spring-like devices inserted in each. The right tube is 6.5 x up to 1 cm. It is sectioned revealing no distinct lesions. The left tube is 6.5 x 1.2 cm with attached paratubal cysts that measure up to 0.5 crn,upon sectioning there are no distinct lesions [ultrasound scan vagina] on (B)(6) 2014: overall essentially a normal study with a 2 cm cyst in the right ovary batch no910608. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 910608) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, hypertension, stroke, diabetes, smoker (current every day smoker), loop electrosurgical excision procedure, hypertension, headache, dysmenorrhea, menorrhagia, parity 2 and gravida ii. Concurrent conditions were listed as bronchitis, rales, rhonchi, chills, cough, seizure, nausea, headache, cyst, obesity, essential hypertension, anxiety disorder, irregular periods, dysmenorrhea, painful intercourse, cramp in lower abdomen and abdominal pain. Concomitant products included sumatriptan [sumatriptan succinate], promethazine, ciprofloxacin hcl (ciprofloxacin hydrochloride), acetaminophen;hydrocodone (hydrocodone;paracetamol), acetaminophen;hydrocodone (hydrocodone;paracetamol) and diazepam. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("other (list): migraines"), alopecia ("hair loss"), arthralgia ("joint pain") and skin disorder ("skin issues"), was found to have weight increased ("weight gain") and underwent tooth extraction ("dental issues (tooth extraction)"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, genital haemorrhage, infection, migraine, pelvic pain, skin disorder, tooth extraction, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: date of birth: (B)(6) 1986 (as per pif)- discrepancy noted. Date(s) of insertion: (B)(6) 2012 (as per pif)- discrepancy noted. On (B)(6) 2012 hysterosalpingogram was done. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: bowel obstruction or ileus is seen. There are no suspicious calcifications. There are surgical linear densities noted within the pelvis related to prior pelvic procedure. [Pathology test] (date unknown): final diagnosis. A uterus, tubes, hysterectomy with bilateral salpingectomy: mild serosal adhesions. Benign cervix. Secretory endometrium without hyperplasia or atypia. Adenomyosis. Fallopian tubes (2), with para tubal cysts. Gross description: a uterus with bi-lateral tubes there are cystic areas in the cervix filled with gelatinous material. Removed prior to weighing are tubes. Upon removing the tubes, there are spring-like devices inserted in each. The right tube is 6.5 x up to 1 cm. It is sectioned revealing no distinct lesions. The left tube is 6.5 x 1.2 cm with attached paratubal cysts that measure up to 0.5 crn,upon sectioning there are no distinct lesions [ultrasound scan vagina] on (B)(6) 2014: overall essentially a normal study with a 2 cm cyst in the right ovary. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, migraines. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Pathology test added. Product, patient & reporter information updated. Lot number, lab data & medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as bronchitis, rales, rhonchi, chills, cough, seizure, nausea, headache, cyst, obesity, essential hypertension, anxiety disorder, irregular periods, dysmenorrhea, painful intercourse, cramp in lower abdomen and abdominal pain. Concomitant products included sumatriptan [sumatriptan succinate], promethazine, ciprofloxacin hcl (ciprofloxacin hydrochloride), acetaminophen;hydrocodone (hydrocodone;paracetamol), acetaminophen;hydrocodone (hydrocodone;paracetamol) and diazepam. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("other (list): migraines"), alopecia ("hair loss"), arthralgia ("joint pain") and skin disorder ("skin issues"), was found to have weight increased ("weight gain") and underwent tooth extraction ("dental issues (tooth extraction)"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, genital haemorrhage, infection, migraine, pelvic pain, skin disorder, tooth extraction, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: date of birth: (B)(6) 1986 (as per pif)- discrepancy noted. Date(s) of insertion: (B)(6) 2012 (as per pif)- discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2014: overall essentially a normal study with a 2 cm cyst in the right ovary concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, migraines. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, product removal details, reporter causality comment added. Annex f updated. Surgery added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as bronchitis, rales, rhonchi, chills, cough, seizure, nausea, headache, cyst, obesity, essential hypertension, anxiety disorder, irregular periods, dysmenorrhea, painful intercourse, cramp in lower abdomen and abdominal pain. Concomitant products included sumatriptan [sumatriptan succinate], promethazine, ciprofloxacin hcl (ciprofloxacin hydrochloride), acetaminophen;hydrocodone (hydrocodone;paracetamol), acetaminophen;hydrocodone (hydrocodone;paracetamol) and diazepam. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("other (list): migraines"), alopecia ("hair loss"), arthralgia ("joint pain") and skin disorder ("skin issues"), was found to have weight increased ("weight gain") and underwent tooth extraction ("dental issues (tooth extraction)"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, genital haemorrhage, infection, migraine, pelvic pain, skin disorder, tooth extraction, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: date of birth: (B)(6) 1986 (as per pif)- discrepancy noted. Date(s) of insertion: (B)(6) 2012 (as per pif)- discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2014: overall essentially a normal study with a 2 cm cyst in the right ovary. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, migraines. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 910608) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, hypertension, stroke, diabetes, smoker (current every day smoker), loop electrosurgical excision procedure, hypertension, headache, dysmenorrhea, menorrhagia, parity 2 and gravida ii. Concurrent conditions were listed as bronchitis, rales, rhonchi, chills, cough, seizure, nausea, headache, cyst, obesity, essential hypertension, anxiety disorder, irregular periods, dysmenorrhea, painful intercourse, cramp in lower abdomen and abdominal pain. Concomitant products included sumatriptan [sumatriptan succinate], promethazine, ciprofloxacin hcl (ciprofloxacin hydrochloride), acetaminophen;hydrocodone (hydrocodone;paracetamol), acetaminophen;hydrocodone (hydrocodone;paracetamol) and diazepam. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems"), migraine ("other (list): migraines"), alopecia ("hair loss"), arthralgia ("joint pain") and skin disorder ("skin issues"), was found to have weight increased ("weight gain") and underwent tooth extraction ("dental issues (tooth extraction)"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, genital haemorrhage, infection, migraine, pelvic pain, skin disorder, tooth extraction, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: date of birth: (B)(6) 1986 (as per pif)- discrepancy noted. Date(s) of insertion: (B)(6) 2012 (as per pif)- discrepancy noted. On (B)(6) 2012 hysterosalpingogram was done. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: bowel obstruction or ileus is seen. There are no suspicious calcifications. There are surgical linear densities noted within the pelvis related to prior pelvic procedure. [Pathology test] (date unknown): final diagnosis a uterus, tubes, hysterectomy with bilateral salpingectomy: mild serosal adhesions. Benign cervix. Secretory endometrium without hyperplasia or atypia. Adenomyosis. Fallopian tubes (2), with para tubal cysts gross description: a uterus with bi-lateral tubes there are cystic areas in the cervix filled with gelatinous material. Removed prior to weighing are tubes. Upon removing the tubes, there are spring-like devices inserted in each. The right tube is 6.5 x up to 1 cm. It is sectioned revealing no distinct lesions. The left tube is 6.5 x 1.2 cm with attached paratubal cysts that measure up to 0.5 crn,upon sectioning there are no distinct lesions [ultrasound scan vagina] on (B)(6) 2014: overall essentially a normal study with a 2 cm cyst in the right ovary according to bayer qa, the batch no910608 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.